Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2010, a reintervention occurred whereby the physician placed an aortic extender component in the previously implanted contralateral leg component to treat a distal type I endoleak. The physician placed coils around the contralateral leg component and also in surrounding lumbar arteries. Post procedure, a small endoleak remained, but the physician believes that the endoleak will thrombose in time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met pre-release specifications. Other devices implanted during original procedure: pxt311415/06675811, pxc201000/06589660, pxc201200/6978408, pxa230300/06704085.